Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported by the patient that post implant a realize band , he has had a recurrent hiatal hernia, which has been repaired three times. In addition, patient reported developing gastroesophageal reflux disease (gerd) which in turn caused aspiration pneumonia. The band was deflated on (B)(6), 2011. Patient reported having a left inguinal hernia repair caused by the coughing as a result of the gerd. The patient reports that he has a combination of six fills and reductions of saline since the band was implanted. At the present there are no plans to remove the band.